Manufacturer narrative:
Investigation summary: bd received one carton of samples (material #367344, lot #0344780) and one photo for investigation. The customer samples and photo were reviewed by visual examination and the indicated failure mode for barrel separation with the incident lot was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of barrel separation was not observed. A problem solving team has been initiated to further investigate this issue with root cause and corrective action. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer¿ push button blood collection set experienced needle and holder separate / spin out during use. The following information was provided by the initial reporter. The customer stated: verbiage received, - "we have had two instances of the plastics around butterfly needles falling apart during the actual draw. I think we need to pull this lot of product out of our system immediately before someone gets stuck with a dirty needle." (B)(6) 2021: "yikes, this was the same as the previous lot. I havent reached any feedback from the regions or main campus. However, im thinking we should contact bd and report. Lot# 0344780 exp. 12-31-22". (B)(6) 2021: "hello, another butterfly fell apart at (B)(6) today. Lot #0344780 exp 12-31-22. (B)(6) pulled the remaining inventory of that lot. What should we do now?" (B)(6) 2021: "well the day did not stay uneventful here in (B)(6). The only thing you need to know about now that we had another butterfly break in the same manner as this qir below states. No one was injured- thank goodness! It was the same lot of butterflies. I checked inventory and pulled the remaining boxes. Not sure if this has been seen by anyone else". (B)(6) 2021: "I had some other things to finish up today, so I figured I would just send this to you now. Please let me know if you feel I should include more information and I will redo the form". (B)(6) 2021: customer response, "there was no exposure to blood in either occurrence. Unused samples- I have one box of unused samples of the affected lot number." "While there was no exposure, the butterfly did fall apart during draw. We were very fortunate that our highly skilled employee was able to complete with no adverse effects to herself or the patient".